Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported. This device has not been returned. Additional information indicated that this crt-d system was explanted due to high out of range shock impedance measurements. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5 and h6 codes. Follow up report 1 (additional information): this report is being submitted to update section d6b. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section d6b. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.